Manufacturer narrative:
H10: a3: patient sex information was added.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems, used in treatment, have been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needles but were returned. Examination of the construct showed t1 and t2 are bent. The suture has been cinched however shows no abnormalities. The actuator is in its t2 post-deployment position indicating multiple trigger advancements. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The condition of the device indicates the trigger was inadvertently advance causing the pre-deployment of t2. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during meniscal repair surgery, t1 and t2 deployed together. Ts were removed from the patient. A backup was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.